Manufacturer narrative:
On the 12 jan 2026, the user reported an event that occurred on 28 nov 2025, in which they lost conciousness due to diabetic ketoacidosis (dka). The user was transported to the ER by ambulance and was hospitalized until (B)(6) 2025. Per case information, the user did not receive a high glucose alert during the time of incident. Analysis was conducted using sensor glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. It revealed that on 28-nov-2025, the user's sg did not exceed the high glucose alert threshold, and no anomalies were identified. Further review indicated symptoms consistent with situations where estimated values provided by the eversense app were entered as calibrations rather than true bg fingerstick measurements. Entering anything other than a true bg meter value as calibrations can disrupt the system and lead to significant deviations in the sensor readings. This most likely contributed to any sg/bg discrepancies observed during the event. The user did not resume the usage of system until 18-jan-2026 as they had lost their transmitter. A review of the recent one-month data (27-jan-2025 to 25-feb-2025) confirmed good agreement between sensor and blood glucose readings. The user did not report additional concerns following the reported event. No further investigation was found necessary for this complaint. B4. Date of this report 26 feb 2026 g3. Date received by the manufacturer? 26 feb 2026. H3. Device evaluated by manufacturer?yes h6. Type of investigation updated to 4121 h6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 19.

Manufacturer narrative:
The manufacturer is currently performing investigation. The investigation results along with the final conclusion will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient fell unconscious due to dka. Event happened on 28-nov-2025. The patient was then transported to the ER on an ambulance and were hospitalized until on (B)(6) 2025. The user doesn't remember the exact time and no bg was taken at the exact time of the event. The patient was treated with insulin for hyperglycemia and intravenous hco3 for ketoacidosis. The patient is feeling well currently.